Manufacturer narrative:
D4: model #: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to the combination of an unknown model and lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. A historical investigation of the product was conducted, but the involved product code and lot number were unknown. As a result, the manufacturing and shipping inspection records could not be reviewed. Over the past three years, we have not received any similar complaints regarding the involved products due to the manufacturing process. Since the product code and lot number were unknown, the manufacturing and shipping inspection records of the actual device could not be reviewed. Additionally, because the actual device was not returned, an investigation could not be performed, making it impossible to determine the cause of the occurrence. Relevant instructions for use (IFU) reference: - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the silicone basket rail, into which the guidewire is inserted, was torn lengthwise by the guidewire during the procedure. The event occurred intraoperatively. There was no harm to the patient, and no medical or surgical intervention was required.